Event description:
It was reported that following a posterior pelvic organ prolapse procedure in 2007, the patient developed a large hematoma on her right gluteal and vaginal posterior wall breakdown five days later. The patient experienced pelvic pressure. The hematoma opened the suture line, leaving the implant exposed. The doctor drained the hematoma and surgically removed the implant the following month. The current status of the patient was described as doing well after removal of the implant.

Manufacturer narrative:
No sample or lot number were provided for evaluation. The event description does not suggest that a device failure has occurred. Hematoma is a well known potential complication of this type of procedure. The product insert which accompanies each device states that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, infection, inflammation, sensitization, adhesion formation, fistula formation, extrusion and recurrence. Baseline report previously provided.